Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) on the right atrial (ra) lead. The device was reprogrammed with no plans to intervene. The lead remains in service. No adverse patient effects were reported.